Event description:
It was reported that the patient presented in-clinic for a right-atrial (ra) lead replacement procedure as previously upon interrogation it was noted that the ra lead exhibited oversensing of noise. As a resolution the ra lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of sensing noise was confirmed. A partial lead was returned in two pieces with the helix retracted and clogged blood and tissue. Visual examination of the partial lead found an external insulation abrasion breaching the outer insulation, 17.6cm from the distal tip and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to device can.